Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior the procedure, the device was connected to a generator but the generator display was non responsive indicating the device was not recognized. The device was disconnected from the generator and connected repeatedly for a few times, but the issue was not solved. While disconnecting and connecting the device to the generator, the clinical engineer's hand was in contact with the connection terminal of the handpiece and the hand got burnt because of an electric shock.

Manufacturer narrative:
Evaluation summary: two devices were received for evaluation. This devices had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned products met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the devices to function normally and within specifications. The devices were recognized when plugged into a generator. The devices were activated five times in all three modes and all five slider positions with no anomalies noted. Manufacturing non-conformance review is not required since the lot number is unknown. If information is provided in the future, a supplemental report will be issued.